Event description:
During a coronary interventional treatment procedure of a saphenous vein graft to the diagonal artery, the express2 stent embolized. Following placement of a filter wire in the svg, the physician unsuccessfully attempted to direct stent with an express2 4.5 x 32mm stent. He removed the stent/delivery system and pre dilated the lesion, but was still unable to cross. He repeated this sequence two more times and when he finally tried to remove the stent/delivery system, the stent dislodged in the svg. He used several snares, but was not able to retrieve the stent. He then used three different balloon catheters and was finally able to deploy the stent in the distal svg, proximal to the filter wire. The physician was not able to fully expand the distal end of the stent, as it was adjacent to the filter wire. A second express2 stent was then deployed in the proximal svg. The physician then tried to remove the filter wire, but it apparently caught on a strut of the distal end of the distal stent. Multiple devices including guide wires, guide catheters, a retrieval sheath and an aspiration catheter were used in an attempt to retrieve the filter wire, however, all were unsuccessful. During this 5 hour procedure; the pt experienced intermittent back pain, became hypotensive, requiring a dopamine infusion, became nauseated and disphoretic, developed a "baseball-sized" hematoma and required 2 units of packed cells and 2 units of platelets. The pt was transferred to the operating room for re-do emergency coronary artery bypass surgery and ligation of the svg-diagonal graft. A segment of the filter wire remains in the pt. The pt is reported to be "fine".